Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient had an unexpected postoperative refractive outcome. The expected outcome was targeted for near point, but the patient could not read well postoperatively. Additional information received from the surgeon's surgical coordinator, reported that the lens was exchanged. The surgeon reported that the cause of the event is unknown.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The returned questionnaire indicated an approved cartridge and handpiece were used with the indicated viscoelastic. The product investigation could not identify a root cause. There have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on 01/06/2014. (B)(4).